Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was started on (B)(6) 2014 due to wear of the tibial bearing; however, the proper implants were not available to complete the procedure. The patient was brought back to the operating room on a later date to remove and replaced the tibial component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." Date explanted - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was started on (B)(6) 2014 due to wear of the tibial bearing; however, the proper implants were not available to complete the procedure. The patient was brought back to the operating room on a later date to remove and replaced the tibial component. Additional information received reported patient was revised on (B)(6) 2014. The tibial bearing and locking bar were removed and replaced.